Event description:
The customer reported that the defibrillator was unable to charge greater than 70 joules during a pt event. The status of the pt is unclear at this time.

Manufacturer narrative:
(B)(4). The customer reported that the defibrillator was unable to charge greater than 70 joules during a pt event. The status of the pt is unclear at this time. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.